Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in a supplemental report.

Event description:
On (B)(6) 2011, patient felt the infusion device was not delivering insulin correctly. He ate a sandwich and delivered a 12 i.e bolus, and blood glucose was 20 mmol/l (360 mg/dl) 1 hour later. He disconnected from the infusion device and delivered a 12 i.e bolus, and no insulin came out of the infusion set. He delivered another 12 i.e bolus, and insulin flowed from the infusion set after 10 i.e. Patient reconnected to the infusion device and delivered 8 i.e bolus. Patient reported that he then noticed stabbing and tingling in his arm on (B)(6) 2011. He did not believe this was related to his blood glucose, and he was concerned about his heart. He called the hospital and was admitted for a few hours. Patient had open heart surgery on (B)(6) 2011, and patient was on medication for his heart. Infusion device was not exposed to electromagnetic fields, and the basal rates were programmed correctly. Normal blood glucose is 8-10 mmol/l (144-180 mg/dl). There were no change to patient's diet. Patient changed to his backup infusion device after he was discharged from the hospital. Infusion device was requested for evaluation. Additional information was not provided.